Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrotherm ablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, the patient was noted to have an introverted uterus. During the seal integrity check phase, one fluid loss alarm was observed. The procedure was then continued after achieving a good cervical seal and about seven minutes into the ablation phase another fluid loss alarm was noted. At this point, the physician repositioned the sheath and the procedure was resumed. The fluid loss indicator showed a 0-5cc deficit and the physician noted fluid in the speculum. The system was paused, and a raytech and allis clamp were used to dry up the fluid. The procedure was completed using this device. There was no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine".